Manufacturer narrative:
Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 18.7, hardware: iphone14.7.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 36 and 48 hours. The adhesive completely separated from the infusion site (abdomen), causing the cannula to dislodge. Details regarding treatment were not provided.